Event description:
The lay user/patient contacted lifescan on may 30, 2007 and alleged that her one touch ultra 2 meter was displaying an error message (patient did not recall exactly which error message). The medical affairs specialist was not able to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient stated that she used many test strips due to getting the error message on the meter. She did not have any more test strips left. One day earlier at 1:30 pm, the patient made an appointment with her doctor due to feeling "clammy and sweaty" and not being able to test due to the error issue. Prior to going to the doctor's office, the patient drank orange juice and ate food. At the doctor's office, a blood test was performed on the doctor's meter with a result of 103 mg/dl. The patient also mentioned that a urine analysis test was performed to make sure there were non ketones. She was also given a "drink with boost of glucose" there. At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. Troubleshooting could not be completed since the patient did not have any test strips. The error message issue was not resolved due to patient not have test strips at the time of the call. This complaint is reported because the patient alleged she was not able to test her blood glucose due to the meter issue, experienced symptoms, and was treated with a glucose drink at the doctor's office. A replacement meter, control solution, and test strips were sent to the address provided.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.